Event description:
It was reported that intermittent audio output occurred. The patient was at the store with his spouse and was asymptomatic, when he lost consciousness as his cgm had not alerted him that his glucose was low. Bystanders in the store called emergency medical services (ems) who treated the patient with glucose (the cgm and bg values were not provided). Once the patient regained consciousness, he reported his cgm receiver displayed a constant 2.2 mmol/l plus or minus value during the event. The sensor insertion site, date, and other event details were not provided. At the time of the report, the patient was doing fine. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.